Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during the administration of tc-99m tetrofosmin and regadenoson plus saline during a myoview stress test, the connection between a non-bd stopcock and an extension set became separated and leaked. There was no patient harm.